Event description:
The patient contacted the manufacturer and reported that he had received a demineralized bone matrix allograft during a spinal procedure (type of procedure was not reported), and that ¿the bones came out of the bag after implant causing nerve damage and acute pain requiring hospitalization and additional surgeries to remove the bones and repair the nerve damage.¿ the patient stated that approximately 3 weeks after the index surgery he began experiencing ¿severe back pain unlike any he ever had before.¿ he stated that the pain was so bad that it caused him to tremble and to have difficulty speaking and "affected the nerves into the left leg and foot". He was reportedly taken by ambulance to the hospital, where he was treated with pain medication (dilaudid) and released two days later. He stated that the day following his release, the pain was ¿bad again,¿ he was re-admitted to the hospital and the next day he underwent surgery to remove some of the bone and "do repair work on the nerves.¿ he stated that x-rays and CT reportedly showed the bones from the mesh package were resting against the nerves. Patient reported that the surgeon allegedly stated "the bone was sharp and ruptured the bag and cut into the nerves." The patient states that he is ¿still experiencing mild pain,¿ but ¿hopes this is the normal recovery process.¿

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). No review of the applicable device history records was possible without additional device information. No trends in reports of this nature have been identified. A definitive cause for the reported event cannot; therefore, be determined.

Manufacturer narrative:
Correction: implant date was confirmed as (B)(6) 2013, not 12 sept. 2013 as originally reported. A review of the manufacturing records for subject device indicated that the product was manufactured per procedure and met all required specifications and release criteria; it was determined that the subject device and its resorbable mesh pouch performed as would be expected there have been no trends or additional reports of this nature involving this or any other lot of this product. A definitive cause for the reported event cannot, therefore, be determined.

Event description:
It was reported that the procedure performed was a lumbar fusion <(>&<)> laminectomy. "On an unknown date post-op a few weeks later, the patient complained of low back pain and leg pain." A re-exploration of the lumbar fusion was performed approximately 4 weeks after the index procedure. Upon evaluation, 3 dural tears were found. The surgeon reportedly believes the graft "caused the tears." "The doctor found that the (resorbable mesh) bag containing the bone had already disintegrated between the original implant date and revision date (approximately 4 weeks later). The doctor "believes the sharpness of the individual pieces of the bone caused the tears." The original implant site for the graft was in the lateral recess gutters. "The doctor believes once the (resorbable mesh) bag broke down the bone graft migrated up and over the facet down across the laminectomy."